Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep on june 11, 2024. They reported that after identifying high impedances following the ins replacement, no additional diagnostics or troubleshooting was performed to try and determine the cause of the high impedances. The root cause could not be determined. No further actions/interventions are planned for this patient at this time.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2016. Explanted: (B)(6) 2024product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by the rep on june 11, 2024. They reported the patient's previous ins was replaced on (B)(6) 2024 due to a normal end replacement indicator (eri). The high impedances with that ins and the overdischarge with that ins were not the reason for the ins replacement. Regarding the high impedances seen on the date of the ins replacement, they were noticed before the replacement of the ins and after the replacement of the ins. The ins with the eri was explanted and discarded by the customer.